Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On the same day, it was reported by the parent that the patient experienced "no readings", "sensor error" or "brief sensor issue." The episode occurred the day the sensor had been inserted in the abdomen. According to the report, the patient was rushed to the hospital by his mom due to uncontrollable shaking, lethargy, and unresponsiveness. Before taking the patient to the hospital, the mom took his fingerstick reading and it was showing 48 mg/dl with the mobile device displaying sensor error, no readings. The mom confirmed that no medication / treatment was provided before going to the hospital. The patient was given glucagon at an unspecified moment. The patient was only observed until he became stable, then was sent home the same day. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.